Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they went to hospital due to high blood glucose level over 600 mg/dl. Insulin pump had motor error alarm. Customer stated that the insulin pump had no delivery alarm. Customer stated that the buttons were hard to press. The insulin pump will not be returned for analysis.